Event description:
During a laparoscopic tubal ligation procedure using our pk cutting forceps and pk cord, the surgeon noticed that the patient had a burn around the incision where the cannula was inserted. The burn was not severe enough to require treatment, and there was no longer hospitalization required.

Manufacturer narrative:
The cutting forceps were received with a reprocessing sticker on the handle. It was reprocessed by (B)(6). (The facility has been informed that this device is a single use device). There is no evidence of wear marks of the electrode insulation and the flare is intact. The device worked mechanically as designed. The reusable cord was returned with the cutting forceps. A visual inspection found that the generator plug connector is very corroded. There are no breaks or cuts in the rubber insulation of the cord. The cord was attached with the device to the generator. The device displayed the correct defaults, vp3-3 when activated and it coagulated the test sample with no heating of the shaft observed. The power setting was increased to the max (vp3-50), it again coagulated the test sample for an extended period of time with no heating of the shaft observed. The complaint cannot be confirmed that the device caused a burn at the insertion site.